Event description:
The procedure began as a placement of a left 10x400mm lateral entry femoral nail lefn. After the insertion of the nail the surgeon and sales consultant noticed a crack in the proximal femur that was not initially noticeable. Review of the preoperative x-rays could not confirm the presence of the crack prior or if the nail insertion may have contributed to the iatrogenic fracture. The nail was removed and a trochanteric fixation nail replacement was implanted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues. A synthes manufacturing review revealed no defects in part dimensions were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The nail appears almost completely pristine. There are very faint wear marks at the proximal end of the nail that might be expected to result from the assembly of this nail to an aiming arm. In all other ways, the nail appears undamaged. This fracture could have occurred in a number of different ways. If the shape or size of the nail was inappropriate for this patients anatomy, it could have created a fracture. The opening instruments for this nail create a hole 15mm larger than the nail itself - 14mm proximal diameter - so the nail insertion should not create a fracture by wedging into the entry point. The individual patients anatomy could also be a poor match for the shape of the nail, leading to a fracture during insertion. The shape of the nail is based on normal human anatomy and has a long history of use without this being an issue. Another possibility is that there was a fracture in this location due to the original injury that was not apparent on initial x-rays. Manipulation of the fracture fragments during the procedure could make this fracture more obvious. There is no way to tell from the information provided which of these possibilities may have led to this complaint.